Manufacturer narrative:
Continuation of d10: product ID 3877-75 lot# (B)(4) serial# implanted:(B)(6)2005 explanted: product type lead product ID 3877-75 lot#(B)(4) serial# implanted:(B)(6)2005 explanted: product type lead d6b: the ins explant date is inaccurate; only the year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the physician via a manufacturer representative (rep). It was reported that the physician externalized the leads with adaptors and planned to trial devices from two other manufacturers. After a week trial with the first other manufacturer's device, the patient decided to have a permanent ins implanted for use with the original leads. The patient received excellent coverage of lower limb pain areas with the trial device and low frequency stimulator through the existing leads, and the patient liked the ability to switch it on and off while keeping high frequency operational. The patient did not wish to trial any other systems and asked the physician to implant this manufacturer's ins as soon as possible. The second trial was cancelled. Surgery was planned for (B)(6) 2026 and the physician reported that they would probably switch the patient over then which would reduce the risk of infection compared to waiting until (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that there remained no interventions performed or scheduled. There was a ¿plan to externalize the leads and trial;¿ however, no date had been determined at the time of follow-up. No further assessment was performed and the cause of the issue remained unknown. The issue remained unresolved at the time of follow-up. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 3877-75 lot# b0324794k implanted: (B)(6) 2005 product type lead. Product ID 3877-75 lot# b0324796k implanted: (B)(6) 2005 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3877-75, serial/lot #: (B)(6). Product ID: 3877-75, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient experienced loss of efficacy, symptom return (pain), and unable to provide stimulation on pain area. Rib and abdominal unwanted stimulation from the device. Contributing factor was the patient reported having a fall. Troubleshooting was performed. Three times programming sessions have been performed. Patient initially said the stimulation has been causing changes in their bowel motions, causing hesitance then diarrhea. Programming found rib and stim in all electrodes bar 2, referred to doctor to get x-ray for confirmation of lead locations, tip at t7 and posterior. Surgeon stated he has not seen this before and said it may be the ins hence the report. No error codes and normal impedances on leads. The programming sessions were unable to cover leg pain area, in majority of cases stimulation was felt in patient's abdomen and rib area. Unable to provide adequate pain relief. The unwanted stimulation may be caused by the ins. Issue was not resolved. No surgical intervention occurred. Additional information reported that the patient's appointment with their doctor to be evaluated was to be confirmed (tbc). Three programming sessions have already been completed. The doctor talked to the patient about their options. The leads will be externalized and trial assessment will be performed, time tbc.